Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the right atrial and right ventricular lead had noise and out of range impedance. Threshold testing was also done and it was concluded that the leads were not capturing. The patient was stable during and after interrogation. The physician would continue to monitor the patient.